Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100735211, model/catalog description: reservoir, flat, iz, 100 ml, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Difficult to inflate is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with difficulty using the tenacio pump and reported that the implant was not rigid enough. A revision surgery was performed, during which the physician confirmed that the pump cycled well in the operating room prior to incision. The physician explanted and replaced the cylinders and the tenacio pump with same size cylinders and an ms pump. There were no patient complications.